Event description:
The consumer reported her thermometer was giving a false negative reading . The device was reading in the normal range despite the child having a fever. The consumer took her child to the doctor where his temperature was taken and it was confirmed they had a fever. The inaccurate reading may have caused a delay in medical attention. There were no complications caused by this, and the child is doing fine now. We have requested that the thermometer be returned to our company for further investigation.